Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. It was communicated that the device was functioning as intended and no alarms were captured. A full evaluation of vad-54678 could not be conducted, because the device was not returned for analysis and no autopsy was performed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to bacterial and fungal infection in the pump pocket. It was reported that the pump was functioning as intended at the time of patient death. The pump parameters were in normal ranges and there were no active alarm conditions. There was no autopsy performed.

Manufacturer narrative:
Approximate age of device: 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.